Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that postoperatively the patient experienced bradycardia. The right ventricular (rv) lead exhibited possible intermittent loss of capture. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.